Event description:
It was reported that the patient presented in the emergency room after a fall and hitting his head due to experiencing lightheadedness. The patient did not lose consciousness but was a little confused. The patient was in stable condition in the emergency room; his heart rate was in 30s and 40s. It was noted that the implantable cardioverter defibrillator could not be interrogated; premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2018. The patient was in good condition pre and post procedure with no complications.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.